Event description:
It was reported that during the index procedure to treat an unknown endovascular condition, the valiant captivia vamf3232c100te stent graft did not deploy inside the patient. Per the physician the cause of the deployment issue could not be determined. Another valiant captivia stent graft was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The valiant captivia was inspected before use and appeared normal. The external slider did not work and neither did the quick release trigger. It was noted it made unusual noises. It was said that the graft cover moved a bit backwards but also the trigger. No stent were released. The anatomy was slightly angulated. A 24fr was inserted prior the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. The graft cover was slightly retracted on receipt of the device with freeflo stents slightly exposed. Deformation was evident to the graft cover around the stent stop. A pinched/raised section of the graft cover was evident at the proximal marker. Resistance was noted when attempting to deploy by rotating the external slider. An attempt was made to engage the trigger however the trigger was sticking. Force was required to rotate the slider to retract the graft cover. During deployment it was noted that one freeflo strut was not captured in the tip capture fitting. The stent graft was successfully deployed, the tip capture mechanism released with no issues. The handle was opened with no necking observed. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.